Event description:
Customer reported issues with the wake button on a t:slim x2 pump. There was no adverse impact to the customer's blood glucose level. Customer declined any troubleshooting, and no additional actions were taken by technical support.